Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The distal luer tip protector was missing from the packaging. A batch review was performed on the lot number received and no deviations were found. The root cause of the reported condition was undetermined.

Event description:
The customer reported to baxter an interlink system y-type blood set (product code: 4c6838, lot number: (B)(4)) in which the protective cap was missing. The condition was identified before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.